Event description:
Pt's spouse reported in response to a device registration survey that the pt's pump was not working and "the dr was going in and try to fix it." Repeated attempts at follow-up with hcp provided the following information - patient was experiencing "stomach trouble" and was being treated by a gastroenterologist. The pump was found to contain 12 cc at refill. It was determined by the hcp at refill that the pt's pump had a "depleted battery" and the patient's gastric problems were due to drug withdrawal. Pt was given oral narcotics and the condition improved. Pump was replaced in 2000.